Event description:
We are a private hospital, located in (B)(6). Our annual cardio vascular surgery turnover is thousand cases. Between the dates of (B)(6) - (B)(6) 20/05, we purchased 45 units of "medtronic affinity adult memron oxygenator and tubing set", which medtronic, from (B)(4) distributor of medtronic, (B)(4) in (B)(4). We used all of them until (B)(6) 2005 in our surgeries. However, during the inspection of the reimbursement institute of the government, it has been found that in one of the surgeries on (B)(6) 2005 the expiration date of the sterilization of the oxygenator was 3/31/2004. After this inspection, we have been punished by a fine of 50.000tl -25.000- and a written warning. We have all the official documents and reports. As being officially reported, (B)(4) sold us an oxygenator with expired sterilization date. With regard to this issue, we tried to contact the mgr of (B)(4) many times, who was our contact at the time we purchased the product and who is now working for medtronic in (B)(4), but they didn't show any concern and didn't take any action regarding this matter. Because of the seriousness of the situation we wrote to medtronic (B)(4) many times but they didn't show any concern as well, and they forwarded our letter to (B)(6) mgr, and replied to us stating that it was not their business. Could we kindly ask you to deal with this issue and inform us what to do. We wanted to inform you about it before we bring the event into court and before announcing it to the public. Our law advisors and legal dept are dealing with this matter. Dose or amount: 1. Date of use: -(B)(6) 2005. Diagnosis or reason for use: coroner bypass.